Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information noted that the lead was explanted on (B)(6) 2015.

Event description:
On (B)(6) 2014, it was noted that the lead exhibited high impedances and loss of capture due to lead fracture. The device was reprogrammed and the lead remained implanted.

Event description:
It was reported that the left ventricular lead exhibited increase in capture thresholds and lead impedances over the past year. The lead remained implanted and the patient would be monitored.

Event description:
New information on (B)(6) 2015, it was noted that the left ventricular lead continued to exhibit loss of capture. The device was reprogrammed.